Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A nurse called for the customer to report that the insulin pump display was scratched and was difficult to read. Customer's blood glucose reading was unknown. Customer was advised to discontinue use of the device and revert to a backup plan. Customer's device was replaced and returned for analysis.

Manufacturer narrative:
The insulin pump was received with cracked battery tube thread, cracked reservoir tube lip and minor scratches on display window noted. No scratch on the lcd screen noted.